Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon approximately 8mm proximal to the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. No issues were noted with the balloon bond or lapweld area that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-sept- 2017. It was reported that advancing difficulties were encountered. A 7.0x40,75cm mustang¿ balloon catheter was advanced for pre-dilatation and was removed from the sheath after dilatation. The device was re-inserted for further dilatation; however, the device could not be delivered into the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.